Manufacturer narrative:
The device was returned and evaluated on 30 jan 2018. During their investigations, the service and repair technicians found electrical defect in insulating sheath. The electrical defect on the insulating sheath is likely due to impact in the tube. The specific lot number of the affected product was not provided; however a range of potential lots was provided (1881917, 130501, 2176907, 150301, 250540). Review of these lots found no anomalies that could be associated with the complaint. The manufacturing date for the potential lots were 17jan2017, 31may2013, 13jun2017, 23mar2015, 16feb2016. At present, we consider this complaint to be closed.

Event description:
It was reported that on (B)(6) 2018 during the hemostasis portion of a surgery, an electric arc on part of the hook resulted in burn of the hepatic duct of the patient. A second surgery was necessary on (B)(6) 2017 due to biliary peritonitis potentially linked to the burn.